Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's daughter stated her father passed away a few months ago. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had been hospitalized on (B)(6) 2016 due to gangrene on the patient's left heel. Per pdrn the patient expired on (B)(6) 2016, while hospitalized due to cardiac arrest. There was no allegation of device malfunction. The pdrn stated the patient had a known history of hypertension.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's daughter stated her father passed away a few months ago. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had been hospitalized on (B)(6) 2016 due to gangrene on the patient¿s left heel. Per pdrn the patient expired on (B)(6) 2016, while hospitalized due to cardiac arrest. There was no allegation of device malfunction. The pdrn stated the patient had a known history of hypertension.